Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030004. 2.5 hours of operation: 37407 hours. 2.6 further information: n/a . 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files from (B)(6) 2022 to 2022-12-24 (specified date of the incident, given from the customer) were investigated. On (B)(6) 2022 23:05 pm a space line was inserted. Then the rate was set to 20,83 ml/h and the vtbi to 500 ml. On (B)(6) 2022 23:05 pm the infusion was started, on (B)(6) 2022 14:26 pm the infusion was stopped by pressing the start/stop button on the keyboard. Therefore, the infusion was stopped by the customer before the set values could be reached. Furthermore, no anomalies could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, the seal on the lower housing were not available. Furthermore, the operating unit and the lower housing part show damages. These damaged parts identify an external force damage. Furthermore, no anomalies could be detected. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,54%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: to investigate the inside, the device was disassembled completely. Liquid residues between the lower housing part and the emc shield could be detected. In addition, no more anomalies could be detected. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The history files shows that the infusion was stopped by the customer at (B)(6) 2022 14:26 pm by pressing the start/stop button on the keyboard. Therefore, the set values could not be reached. Additional information: the damaged parts could not have produced the complained malfunction. An exchange of these parts is necessary. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "overinfusion." Customer statement: "infusion of amiodoarone in progress via braun infusomat space pump. Correct prescription, pump programmed correctly. However, infusion completed in nine hours ahead of due completion time. Drug 600mg in 500ml of fluid set @25mg/hr which is 20.83ml/hr. No evidence of fluid leak onto floor or bedding. Infusion started at 11pm (B)(6) 2022 and supposed to finish 24hrs later. Issue occurred (B)(6) 2022 @14.00. A nurse was using the product. No patient harm."